Event description:
It was reported that one (1) patient sustained burns of unknown severity following treatment with a lumenis one laser ipl handpiece. No information regarding medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Reasonable attempts were made by lumenis to obtain relevant treatment information, patients photographs, and patients information from the user facility; however, no information other than the initial report was received with which to make a determination of the severity of the reported injury. Should further information be provided, lumenis will file a follow-up MDR. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturers specifications. An examination of the ipl hand piece and treatment filters found moderate damage and excessive gel build-up. A review of subject device dfu found specific instructions and warnings for device operator self-calibration and the care, cleaning, and maintenance of the hand piece and the treatment filters including the following information: under normal working conditions, the performance of these filters is likely to deteriorate with time and they will require replacing. Defects such as stains on the coated surface, spots where the coating chips or lifts off the substrate, can adversely affect the treatment outcome. Chipped substrates can also affect the consistency of treatments, and may in some cases present a hazard to the operator or patient. Although these filters are consumables, their life span may be extended considerably if the proper care and maintenance is given. Filters directly effect the results of a procedure and therefore maintaining clean, damage free filters is essential to achieving the desired results. Additionally, the dfu contains cautionary statements regarding maintenance of the subject device filters: it is very important to keep the filter clean at all times, otherwise it can harm the patient and cause damage to the treatment head. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface).